Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 3 months post implant of this 25mm bioprosthetic valve in the pulmonary position, it was replaced valve-in-valve with a transcatheter valve. The reasons for replacement were reported as elevated gradients (65mmhg peak gradient, 32mmhg mean gradient) with free insufficiency. No additional adverse patient effects were reported.